Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and beeping due to vertical cracked lcd controller. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was 6.2mmol/l. Customer reported that the pump display is flashing white and the device alerts loudly. The customer tried to change battery, to wait 10 minutes and clean the battery cap connectors. The customer reported that issue was not resolved. Customer was advised that we are sending replacement pump.